Manufacturer narrative:
Report inconclusive. The motor device is pending evaluation at this time. However, this motor/attachment did not contribute to the reported event. The perforator dissecting tool (produced by codman) is intended to perform the safety function of stopping after the perforation is complete. The motor/attachment performs no role in this function, and will continue to rotate after perforation is complete. The perforator dissecting tool has an internal clutch mechanism that is intended to disengage upon completion of the perforation and decouple the rotation of the attachment from the perforator dissecting tool. This incident resulted from failure of the perforator dissecting tool. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a craniotomy, the motor continued to run. It was reported that the dura mater was injured by the perforator however it was also reported that no additional action were needed due to the injury. On follow up it was reported that the tool that was used with the motor was not a medtronic device but codman perforator. It was also reported that the perforator was not available for return.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of continued to run for em200 motor. However, it was noted that the em200 motor device had overheated during heat test and multiple collect bearings and components were found worn. This finding may have contributed to the user¿s experience. It was also noted that the motor cable was worn. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.